Manufacturer narrative:
Insufficient information to continue with investigation. Customer does not have sample to return for serological testing and did not provide any additional information after three attempts. Insufficient information.

Event description:
Customer reported unexpected negative reactions when testing four patient samples on the echo.